Event description:
It was reported that during preparation for a stenting treatment procedure the package of the device was already open. When the physician went to open the package of the 2.75x38mm taxus liberte long stent, the outer foil pouch and inner pouch were already open. The device was not used and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient is okay.

Manufacturer narrative:
(B)(4). The analysis results of the (B)(4) found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition of the jaw/cam. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator was visible 11th firing sequence thus, it over traveled. This finding is not related with the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the jaws were damaged. Another like device was used to complete the procedure. There were no adverse consequences for the pt.